Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's device was at end of service (eos), was disabled and no longer providing therapy. Patient reported that patient programmer (pp) was showing eos yesterday and later yesterday , pp was showing elective replacement indicator (eri). Patient reported that they had a bad fall on friday evening and since then patient had suddenly gone downhill, patient could not walk or do anything. Patient was told by health care professional (hcp) to call the manufacturer and use pp to check the implant battery level. Patient stated that they were working with the hcp regarding ins replacement. It was unknown if there was an allegation/dissatisfaction with the ins longevity. Patient synced with the pp and it showed eri and 2.58v. Patient noted that they had not checked the implant prior to the fall, and they do not normally check it because patient is fine, patient's balance if off but that is how it is with parkinson's progression. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.